Event description:
The patient (pt) reported they've been having issues charging their ins. Pt mentioned they've been unable to find a good position while attempting to reposition the recharger paddle. Pt stated while charging their ins, the recharger paddle/cord became hot and stated the controller became hot as well and displayed the following software problem 1-intellis, 2-3.0,3-243, 4-qf_port. Pt mentioned they fell. Patient services (ps) was attempting to confirm event date and managing hcp and pt said they must take another incoming call and disconnected the call. Pt called back and clarified the event date of charging issue started after they had a fall which was in (B)(6) 2021 and says when they had the fall the "battery in their body fell out of place". This was already documented in (B)(4) and during that call they said the fall occurred in (B)(6) 2021. Pt says the rtm gets "real hot and it burns me" so I emailed repair to send a new rtm. Pt clarified that their managing hcp is dr (B)(6) and said this hcp tried to send pt back to their implanting physician but pt can¿t drive, and they said they do have an upcoming appointment scheduled regarding the fall and replacement of ins. Pt commented they can¿t ride the bus because they would be uncomfortable and would be "in bed for 2 days". Pt also commented that they have low blood pressure and "it just bottoms out and then I pee forever, that is called stress incontinence". Pt says they are in excruciating pain "and they can¿t give me anything for pain, because if they give me something for pain because of the clonazepam that I take, and it will make my blood pressure will bottom out". Pt says they have been taking clonazepam for anxiety for 30 years and are trying to get off it. Pt says the stimulator "helps me forget about the pain". They said they have tried cbd oil and says, "it's a lie it doesn't help the pain, it doesn¿t fix nothing and my dr said it was ok to take it and I get high and have taken a lot, but it doesn't help the pain". Pt will follow up with hcp. I told pt to reset controller to clear software problem screen and wait for rtm to arrive.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# unknown, product type programmer, patient. Analysis of the recharger serial # (B)(6) found there was a recharge antenna failure; the "no device found" message was seen due to being stuck in passive recharge mode on all zeros. It was also noted that the recharger heated up quickly near the donut. The insulation was pulled out of the recharger donut. The device was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.